Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that a pen ndl 32 ga 4 mm 14bag 700case jp had a mix of products in a pack and had incorrect color before use. The following was reported by the initial reported: "this is a report about incorrect packaging of product (320136). The customer noticed that 1 of the polybags was incorrect product (orange-colored)."

Event description:
It was reported that a pen ndl 32ga 4mm 14bag 700case jp had a mix of products in a pack and had incorrect color before use. The following was reported by the initial reported: "this is a report about incorrect packaging of product (320136). The customer noted that 1 of the polybags was incorrect product (orange-colored)."

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 10/28/2020. H.6. Investigation: one sealed 32g x 4mm pen needle carton containing five sealed polybags and five photos were returned from lot. No. 0077784, cat. No. 320136. Visual examination was carried out on the returned samples and photos and a cavity blanker was observed in the cover of one sample. This issue most probably occurred on machine start up due to excessive injection pressure. CAPA#248899 was initiated.